Manufacturer narrative:
During further investigation (fi), a visual inspection of the user interface assembly revealed no evidence of damage or contamination. The user interface was installed in an fi test ventilator. The fi test ventilator started up in diagnostic mode and the touchscreen calibration was successfully performed. The touchscreen diagnostics was successfully performed. The ventilator was started up in normal ventilation mode and the touch menus and buttons in different areas of the touchscreen were exercised. The touchscreen responded to finger pressure in all screen areas. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned user interface was installed in an fi test ventilator. No failure was found with the touchscreen.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touch screen calibration had failed multiple times. There was no patient involvement.